Event description:
Pt complained of depression, hands swelling, vascular problems, panic attacks, spastic colon, muscle inflammation, loss of reflexes in leg, muscle spasms, severe constipation, burning pain in chest, dry eyes, feet turn blue when cold, joint swelling and tenderness, salivary gland problems, muscle weakness, aches, pain, loss of memory and balance, loss of sensation in feet, night sweats, trouble sleeping, tingling in arms and legs and vaginal dryness. Event date: 5/4/85.